Event description:
An in-pt undergoing a renal rf ablation with general anesthesia utilizing a siemens emotion duo CT sys developed a sys freeze issue where the CT computer's database became corrupt. Service field report in 2009 after incident indicates that the sys may have locked up, due to a corrupt hard drive disk. Procedure had to be aborted due to failure of the siemens emotion duo CT sys.